Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to oversensing. The rv lead further exhibited high thresholds and high pacing impedance values. The lead was suspected to have fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.